Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/14/2015 and found a leak from the diff lytic reagent pump (pm4). He observed that the leak was located at fitting # 5 on solenoid 107. The fse replaced solenoid 107, pm4 and the tubing, which resolved the leak. The instrument ran without leaks or errors and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1 ml from a coulter lh 780 hematology analyzer. The leak was contained within the instrument and the customer was troubleshooting backwash errors when the leak was observed. The instrument was considered inoperable and a service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of glasses, gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.